Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap of a minicap transfer set detached from the male patient connector. This was observed during a procedure for transfer set placement. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the blue pull ring cap was disconnected from the patient adapter and loose within the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.